Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the reported "door not fully latched" message, caused by a failed lower link switch. The lower auxiliary assembly was replaced.

Event description:
It was reported that a device displayed a "constant door not fully latched" message. It was also reported that there was no pt involvement.